Event description:
It was reported that patient presented to emergency room after receiving a shock. Interrogation revealed an alert, a possible high voltage lead issue. Device triggered over current detection. Low, high voltage lead impedance was noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.